Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report the manufacturer previously mentioned in section b4 the incorrect date of 07/06/2022, which should be 06/07/2022. Also d4 section mention incorrectly.